Manufacturer narrative:
(B)(4). Implant date sometime in 2002. Concomitant medical products: unknown ¿ liner - 867990, 11-163664 ¿ head ¿ 898710, unknown ¿ stem ¿ unknown . Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00417, 0001825034 - 2019 - 00418, 0001825034 - 2019 - 00419.

Event description:
It was reported that the patient underwent hip revision approximately 17 years post implantation due to pain, multiple dislocations, and elevated metal ions. During the surgery, the physician noted extensive metallosis, staining and damage of the tissue, synovial fluid dark colored, corrosion of the femoral neck junction, extensive osteolysis of the femur, and bone loss of the acetabulum. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Concomitant medical products: 11-104113-- stem --284470 (part and lot number), 15-105000 ¿ liner - 867990 (part number). The reported event was confirmed with images received and operative report. The images of the stem, head, metal liner, cup, and bone screws were provided. A black ring can be seen in the taper of the stem. Bone residual debris was found on the porous portion of the stem. A dark red dot and red stain was observed on the proximal portion lateral side of the stem, which could possibly be blood. Bone debris and similar red spot were observed on the coating of the cup. Scratches were identified on the rim of the cup. An unknown white debris were also found attached on the rim of the cup. No damage was identified from the image of the metal liner and the image of the head. The image of the screws demonstrated that one long screw and one short screw were explanted. Bone debris were found between the thread of the shorter screw. No damage was identified in both screws. Review of the device history record identified no deviations or anomalies that would contribute to reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.